Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's inner and outer cannulas could not lock point-to-point tight in pre-test. There was no patient involvement.